Event description:
It was reported that multiple malfunction alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support advised that the pump was out of warranty and recommended a replacement since this was the third occurrence of the same malfunction. They also assisted with resetting the pump and advised having a backup therapy available.